Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 500 mcg/ml baclofen at a daily dose of 97.22 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump was empty and the patient had missed a refill. The pump went dry and was refilled on (B)(6) 2017. The clinician programmer the hcp used displayed 41.6 ml was dispensed even though the reservoir volume showed 0 ml. No symptoms were reported. No further complications were expected or anticipated.